Event description:
It was reported by service report that the caster head brake wheel was stuck and there was intermittent power to the bed. No patient involvement or adverse consequences are reported.